Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient's neurostimulator case was aborted because the lead could not be positioned appropriately. The patient was under monitored anesthesia care. There were no patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to position leads was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. This investigation is assigned a most probable conclusion code of cause not established. The allegation of the inability to properly place the tined lead is unable to be confirmed. However, there are several failure modes of the device that could lead to the inability to properly place the tined lead, which include but are not limited to a improper use of tools or defective tools. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient's neurostimulator case was aborted because the lead could not be positioned appropriately. The patient was under monitored anesthesia care. There were no patient complications.